Manufacturer narrative:
Qn#1900079252. The device history record of batch number 74m1900321 that belong to catalog number a-6000-08lf has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications.

Event description:
Issue reported: during the thoracentesis, the pleurevac is connected and at the point where the smooth hose meets the blue end, from the same collection system the drained fluid appears. This is the second case that is reported in the service for the same cause.